Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a damaged driveline and that servicing was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Hw11302 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal power consumption until (B)(6) 2018. On-site inspection of the driveline cable revealed a crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation has been opened to evaluate the driveline sheath damages and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that the damage was a crack on the outer sheath of the driveline. The driveline repair was done on (B)(6) 2018 and they removed the rescue tape placed by vad coordinator. The driveline repair did not cause any alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: additional information was received indicating that the patient¿s driveline damage was noted near the strain relief, proximal to the driveline connector site. Temporary rescue tape was applied until a manufacturer¿s representative is present during the next patient¿s appointment. The patient has not experienced any alarms because of the event.